Manufacturer narrative:
The dentist reported a patient who was a smoker had implant failure to osseointegrate after clinical procedure. He had bone type ii quality and experienced general bone loss. The patient also had implant placement in previously/simultaneously grafted site. There was no harm caused to the patient. The dentist did not know the patient's ethnicity and race. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant failure to osseointegrate after clinical procedure. The patient was a smoker and had bone type ii, but had no pre-existing conditions. He experienced general bone loss and had implant placement in previously/simultaneously grafted site, however, he was reported to be in satisfactory condition.

Manufacturer narrative:
Corrections: adverse event or product problem: this event is both a serious injury as well as a malfunction' "adverse event" was checked in this supplementally. Outcomes attributed to adverse: "required intervention" checked. Other relevant history: the patient has a history of smoking, but no other medical or dental history type of reportable event: "serious injury" checked. Device history record review the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned part inspection results the returned part was inspected and evaluated in comparison with the DHR. No evidence indicated that the returned implant was defective. There was no evidence found to indicate that the reported issue was caused by the device itself. Although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.